Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, a posterior cleft, and anterior calcification. One clip was implanted, reducing mr to a grade of 1. The following day, echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 4 was due to the slda. The reported incomplete coaptation (periprocedure) associated with the slda appears to be due to challenging patient anatomy (posterior cleft and anterior calcification). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.